Event description:
Additional information gathered revealed the patient's sensor readings will no longer be used due to poor waveforms. The next course of action is unknown at this time.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was admitted to the hospital showing signs of acute decompensated heart failure. A dampened waveform was found. Right heart catheterization is the next course of action.